Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 20 mg/dl at the time of the incident. The customer was at 203 m/dl at the time of the call. The customer was given glucose tablets and intravenous fluids to treat. The customer experienced symptoms such as loss of consciousness and unresponsiveness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer stated that their pump was not working for her even though her health care professional had done some adjustments to her settings and she continued to have low blood glucose levels.. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in section d2 was incorrect with the initial report. The correct information has been provided with this report.